Event description:
The iab was inserted into the pt on 6/30/98. On 7/1/98 after iabp for 24 hrs, the iab leaked and a "catheter alarm" sounded from the sys 97 pump. On 8/12/98, the following was reported to datascope: the pump alarmed "blood detected". The alarm sounded 2.5 hrs later. Blood was then noted in the iab tubing. The iab was removed. On 8/17/98, datascope rec'd the mandatory medwatch form from the user-facility; uf/dist report number: 98-1512 and the following info was reported: the intra-aortic balloon pump alarmed three times and blood was detected. The pt lost pulse in the leg temporarily which resulted in a left groin exploration. [Event complications]: unk-rpt'd 7/2, 8/12/98; lost pulse/left groin exploration. [Pt's current status]: unk-rpt'd 7/2/98.